Event description:
The infusion pump was rec'd in svc facility with a vague report of it being programmed to deliver 500 ml at 500 ml/hr and the solution not being delivered. No pt injury was reported.